Manufacturer narrative:
Product ID: 3093-28, lot# v447408, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient felt no stimulation sensation. It was noted that an impedance check revealed greater than 4000 ohms on all of the bipolar pairs and on all or some of the unipolar pairs, except c2 = 1016 ohms. The patient stopped feeling stimulation about a month ago and it was noted that before not feeling stimulation, the patient had to turn the amplitude up. It was noted that the patient recently had back surgery. The patient¿s physician reprogrammed for c2 and patient felt stimulation in anal area. It was unknown if this would provide therapy. The patient¿s device longevity was also calculated as follows: 1.1v, 210 pw, 14 rate = about 5 years for eri (elective replacement indicator). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the date of onset of the reported event was (B)(6) 2013. It was noted that the doctor had suspected a lead fracture. There was no troubleshooting performed between the time of the initial report and the system replacement on (B)(6) 2013. It was noted that the cause of the event was surgery and the issue was resolved by the replacement of the device. The patient status was good at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the clinician programmer was "not really communicating" with the device. It was noted that the patient had had a lead fracture recently.